Event description:
It was reported that the customer was hospitalized with high blood glucose of 1000mg/dl. The doctor wants to check that the insulin pump functions properly. The high pressure test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.